Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. Customer was also having issues with sensor with inaccurate readings and not adhering. Blood glucose level at the time of the incident was over 500 mg/dl while sensor glucose was 230 mg/dl. Blood glucose at the time of the call was 273 mg/dl. Customer did not complete troubleshooting for the high readings. It was explained to customer the proper preparation process and insertion techniques. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm insertion or needle complaint due to customer return sensor no needle.